Manufacturer narrative:
Concomitant medical products - model: ddbb2d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.